Manufacturer narrative:
On 18-nov-2014, conmed received two (2) "used" drivers for evaluation. Visual inspection of the first driver found one of the tines had broken off and this confirmed the reported tine breakage. The physical damage noted on the driver is indicative of the user twisting the driver while removing it from the pilot hole after insertion of the anchors. In addition, evaluation of similar complaints from this device family revealed another possible cause of this failure is inserting the driver too far into the pilot hole. This can occur if excessive force is applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on these findings, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. (B)(4). A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers.

Event description:
The customer reported that during use of the y-knot flex 1.3mm all-suture anchors in a shoulder arthroscopic bankart repair procedure on (B)(6) 2014, the tines on the two y-knot drivers allegedly broke off and were left in the pilot holes under the implanted anchors (complaint #(B)(4)). As reported, the tines breakage was discovered when the drivers were removed from the joint after the deployment of the two suture anchors. Reportedly, the broken tines were buried in the glenoid and securely underneath the implanted suture anchors, the surgeon therefore elected to leave the tiny broken fragments and the anchors in place. Follow-up information received from the user facility indicated that the surgeon used more than two y-knot all suture anchors to complete the procedure, which is typical of this type of surgery. The second tine breakage is being reported on MFR report #1017294-2014-00056. As reported, the procedure was successfully completed with no further complications or patient injury. Further information received from the distributor indicated that patient's demographic information as well as the patient's current condition could not be obtained due to the patient privacy laws in (B)(6).